Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin@home transmission. Upon review, the patients implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes discussed.

Event description:
New information received notes that no intervention was made. The patient was stable and will continue to be monitored.